Event description:
Case description: investigation results: name: novopen 4, batch number: lvg2w83-4 the product was not returned for examination. Final manufacturer's comment: on 25-apr-2023: the suspected device novopen4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard. H3 continued: evaluation summary: name: novopen 4, batch number: lvg2w83-4. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia [hyperglycaemia]. Novopen 4 is not working, was not applying [device failure]. Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2023, "novopen 4 is not working, was not applying(device failure)" beginning on (B)(6) 2023, and concerned a 44 years old female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2023 and ongoing for "glycaemic control", insulatard hm (insulin human) (dose, frequency & route used-47, tid) from (B)(6) 2023 and ongoing for "glycaemic control". Patient's height: 166 cm, patient's weight: 94 kg, patient's bmi: 34.112353. Dosage regimens: novopen 4: (B)(6) 2023 to not reported (dosage regimen ongoing); insulatard hm: (B)(6) 2023 to not reported (dosage regimen ongoing); current condition: depression, systemic arterial hypertension, glycaemic control. Concomitant products included - glifage [metformin hydrochloride](metformin hydrochloride), forxiga(dapagliflozin propanediol monohydrate), lyrica(pregabalin), alprazolam, donaren(trazodone hydrochloride), rovustin(rosuvastatin calcium), amitriptyline. It was reported that on (B)(6) 2023, patient started using novopen 4 with regular insulin (non-valid) and nph insulin (insulatard) for glycaemic control. On an unknown specified date in (B)(6) 2023, patient's novopen 4 was not working, patient thought she was applying where she realized she was not applying and that her blood glucose was high on (B)(6) 2023, glycemia reached 600 mg/dl (worsened) and ended up going to the hospital at lunch time and returned at 7 pm and was treated with serum. The patient was discharged from hospital and had a blood glucose value of 311 mg/dl. It was mentioned that there was no loose piece and cracks in novopen 4. Batch numbers: novopen 4: lvg2w83-4, insulatard hm: requested. Action taken to novopen 4 was reported as no change. Action taken to insulatard hm was reported as no change. The outcome for the event "hyperglycaemia (hyperglycaemia)" was recovered. The outcome for the event "novopen 4 is not working, was not applying (device failure)" was not reported.